Event description:
It was reported that there was an impedance reading of <(><<)>250 ohms. There was no stimulation sensation at 10.5. Ins was off when battery measure was done. They planned to wait 20 minutes and rerun. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Pain stim lead: model 3587a, lot # l42519, implanted: (B)(6) 1997. Neuro extension: model # 7495-51, lot # xr0042821n, implanted: (B)(6) 1997. Neuro programmer: model # 7435, lot # nft015747p.

Event description:
Additional information received reported that impedance and battery testing was unsuccessful in determining the root cause of the issue. A revision of programming was attempted with no success in resolving the problem. The implantable neurostimulator was left off until further corrective action could be performed.